Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00131.

Event description:
It was reported that a revision surgery was performed to remove two mobi-c devices at levels c5/6 and c6/7. The device at c6/7 subsided, went into kyphosis, and caused discomfort for the patient. The surgeon added a fusion construct once the mobi-c devices were removed. This is report one of two for this event.

Manufacturer narrative:
Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the superior endplates and inferior endplates of both explanted devices had evidence of iatrogenic damage on the anterior edges of the components consistent with removal of the device. Polyethylene insert b also showed evidence of iatrogenic damage. Polyethylene inserts a and b showed machining marks on the articulating and backside surfaces. Overall, the results of the stage I analysis are consistent with devices having a short implantation time. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove two mobi-c devices at levels c5/6 and c6/7. The device at c6/7 subsided, went into kyphosis, and caused discomfort for the patient. The surgeon added a fusion construct once the mobi-c devices were removed. This is report one of two for this event.